Manufacturer narrative:
Heard leak immediately upon turning on gas. Attempted to repair unsuccessfully, case canceled.

Manufacturer narrative:
Performed leak test. Found 30" hose to be split at the point just above the sleeve, a common crimp point. Reviewed DHR data, system inspected to (B)(4).

Event description:
Argon gas leaking from the high pressure hose that goes from the gas source to the cryocare system. Leak was near the regulator just before the split. Unable to repair, case canceled. Patient intubated and under general anesthesia when decision made to cancel the case.